Manufacturer narrative:
Correction: h10 previously stated additional information to b6 when it should have been b5.

Event description:
Additional information: as the stellaris released the cassette during the surgery, the treatment was interrupted. But after restarting the system, few minutes later, the surgery was continued and successfully finished. The patient was affected in this sense. No complications occurred during the procedure.

Manufacturer narrative:
B6 additional information. The evaluation has been completed. The fans of the power brick were completely covered in dust. After switching on for the first time, the 24 volts were switched off again after approx. 5 minutes. The second attempt took about 3 minutes. After the fans of the power brick were cleaned, the power brick no longer switches off. The system shutdown due to lack of maintenance of the power supply module. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The field service technician on site confirmed there was a power supply issue. It stopped sometimes, therefore there was no 24v on the can-bus. After replacing the power supply module, the issue has no longer occurred. The power supply module will be returned for evaluation. This investigation is ongoing.

Event description:
The user facility in hungary reported the system released the cassette several times and the screen get black at the same time. There was a power supply issue.